Event description:
The patient was admitted with a fistula. The site was cavernous carotid artery that had a very high flow (avm) arterial malformation. The site was access with an ev 3 microcatheter, and the glue substance was injected, however, it did not polymerized at the site. The cause according to the physician might have been that the microcatheter was against the vessel wall and or interference with the dextrose fluid contained within the microcatheter. Another kit was opened, and the glue was delivered and occluded the avm. CT performed after the procedure, showed some residue in the lungs, but nowhere else in the patient's body. The patient information was not available and the product lot number was provided. The patient was discharged and it is good health.

Manufacturer narrative:
Additional information indicated that no coils were deployed at the site, and no other devices were utilized to assist with the occlusion of the fistula/avm. Prior to mixing, the nbca and ethiodized oil appear clear, and 5% dextrose was utilized to flush the microcatheter. The lesion treated was cc fistula, but not certain what was the feeding vessel. The injection site was intracranial av fistula, high flow, no nidus it was a fistula. The ethiodized oil to n-bca ratio for the initial injection was 3 to 1, and no tantalum powder was added to mixture. No cine films at the time of the injection are available. The product was stored according to (IFU) instruction for use guidelines. The final concentration utilized to achieve the obliteration of the fistula was 3 to 1. Prior to injecting, the catheter placement was checked under fluoroscopy, and a provocative testing performed to ensure that the occlusion procedure was possible. It is not known if vasospasm was noticed at any time. The physician did not convey if the flow was too high for infusion of embolic agent. The solution was prep with a non-polycarbonate syringe, and glass beaker. The product is expected, but it has not been received for analysis. Additional information will be submitted within 30 days.